Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush, for dental cleaning (route dental, lot number 24311sg s3, frequency and expiration date unspecified). After two weeks of use, the consumer noticed that, the toothbrush broke below the wrap of the design line. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A sample was requested but has not been returned. A review of the trending data by product family reach by design toothbrush for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. An increase was noted and attributed to an increase in shipment quantity. A device history review was performed for lot 24311sg s3 and was acceptable. The lot was manufactured on (B)(4) 2011. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot (30-aug -2010 to 30-aug-2011). Retain sample for lot 24311sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trend would continue to be monitored. This report remains as reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. One toothbrush lot 24311sg s3 was received. A break in the toothbrush was confirmed underneath plastic coating approximately one cm below top section of tooth brush handle. The defect observed in the returned complaint sample was not due to a manufacturing occurrence. Batch record review for the toothbrush lot 24311sg s3 did not indicate any deviations in the manufacture of this lot. There were no deviations or related product changes related manufacturing/ facility issues found. The toothbrush was manufactured according to the specification. The returned sample appeared to have tufts that were highly stressed and the atypical break indicates the brush might not have been used to clean teeth. Due to the increased stability of the handle, conditions of the tufts and the atypical break in the returned sample, and acceptable documentation; this complaint could not confirmed and a root cause could not be determined. The disposition of this complaint remains undetermined. Complaint trends would continue to be monitored. This report remains as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush, for dental cleaning (route dental, lot number 24311sg s3, frequency and expiration date unspecified). After two weeks of use, the consumer noticed that, the toothbrush broke below the wrap of the design line. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was requested but has not been returned. A review of the trending data by product family reach by design toothbrush for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. An increase was noted and attributed to an increase in shipment quantity. A device history review was performed for lot 24311sg s3 and was acceptable. The lot was manufactured on 30-aug-2011. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot (30-aug -2010 to 30-aug-2011). Retain sample for lot 24311sg s3 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trend would continue to be monitored. This report remains as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush, for dental cleaning (route dental, lot number 24311sg s3, frequency and expiration date unspecified). After two weeks of use, the consumer noticed that, the toothbrush broke below the wrap of the design line. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.